Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) level swings from the 500s to the 50s. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.